Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was noted that shock impedances values had been increasing gradually over the last year, and the patient had not received a shock since implant. Technical services (ts) discussed programming options and possible causes. No adverse patient effects were reported.